Event description:
It was reported that the wire broke off the pk dissecting forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire broken at the yaw pulley exit. The yaw pulley is missing a .160" x .060" piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of yaw motion. The cause of the yaw pulley breakage cannot be determined. The added range of grip motion likely created excess tension in the wire, causing it to break. There are no indications from the site that the missing instrument component fell inside of a pt during a surgical procedure. Engineering also observed material removed on the distal end of the main tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory and instrument collisions and/or rough handling. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.